Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing change in stimulation pattern due to lead high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device will not be returned as it kept by the facility.